Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of "broken needle" as a broken luer post. The root cause of the broken/cracked luer near the base of the stem was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.

Event description:
Baxter (B)(4) received a report that an intermate had a needle break during use. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.